Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for post-operative device check. An interrogation of the implantable cardioverter defibrillator (ICD) revealed recorded episodes of non-sustained right ventricular oversensing (nsrvo). Over-sensing resulted in pacing inhibition. Programming interventions were made. The patient was not pacemaker dependent and was asymptomatic.

Event description:
New information received notes that the unspecified over-sensing on the implantable cardioverter defibrillator was post-paced t-wave over-sensing.